Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during follow up check the implantable cardiac monitor was impossible to interrogate device with different programmers. The icm was planned for explant, and no patient complications have been reported as a result of this event.